Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed they were no longer receiving pain coverage in their left leg. The patient also reported that whenever they bend or stretch they experienced a sharp pain at ins site. The patient said that there were no falls or trauma but they added walking in the mornings to their routine which they started about two months ago. The patient tried the other groups/programs and had decreased setting but was still not getting coverage in their left leg which, per the patient, was part of the stimulation coverage area. The patient said the left leg pain was intermittent but was now constant. This was noted to be a sudden change in symptoms. The patient was directed to their healthcare professional. No further complications were reported/anticipated.